Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device. The reported issue was both verified and duplicated. Physio downloaded the device's electronic records from the event for review and was able to verify the device reported issue. Physio-control replaced the power pcb assembly and battery wire harness then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed power pcb and battery wire harness assemblies. Physio determined that the cause of the reported issue was excessive wear on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event while monitoring a patient. As a result, defibrillation would be delayed or prevented if necessary. There were no adverse effects to the patient due to the reported issue.